Manufacturer narrative:
In 2016, on-x technologies incorporated (on-x) became a wholly owned subsidiary of cryolife, inc. (Cryolife). A retrospective review of the on-x complaint system was performed to identify any areas requiring additional action and to appropriately assimilate the on-x process into the cryolife quality management system. In an abundance of caution this MDR is being reported to satisfy regulatory reporting obligations. According to explant notification memo and implant recovery cards a patient was implanted with an ascending aortic prosthesis (onxaap-23, (B)(4) on (B)(6) 2015 which was explanted on (B)(6) 2016 and replaced with an onxaap-25. Based on a conversation with a representative at the surgeon's office regarding reason for explant, the following is noted: "the patient was admitted by another surgeon because of concern of an infected aortic valve dacron graft. The patient was found to have a dilated aortic root and a hemiarch replacement of the aortic root was done. It was necessary to remove the on-x valve in order to do this. The valve was disposed of at the hospital." Additional clarifying information on (B)(6) 2016 from the surgeons nurse indicated the following: the patient had multiple previous cardiac interventions and valve replacements. The indication for procedure on (B)(6) 2016 was valve dehiscence secondary to presumed endocarditis as evident by valvular insufficiency. Explant of the onxaap-23 was required for debridement of the native tissue and an onxaap-25 was implanted. Cultures of the native tissue and on-x valve were negative. The manufacturing records for the onxaap-23 valve, (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. An on-x aap size 23 was replaced by an on-x aap size 25 in the aortic position due to "dehiscence" leading to paravalvular leak (pvl) and consequent insufficiency. It was not returned for examination. The patient had a prior history of cardiac interventions. The suspected cause of pvl was endocarditis (i.e. Infection), but cultures of tissue and valve upon explantation were negative. Debridement of the annulus was required to insert the onx aap size 25. Pvl is a known, but relatively rare, complication of prosthetic valve implantation. In a 10-year experience at a single center, 428 on-x implants (264 aortic and 164 mitral) resulted in two cases of paravalvular leak, both considered minor and requiring no intervention [tossios 2007]. In a european multicenter study, out of 691 patients followed for a median of 5.5 years and up to 12.6 years, there were 4 observed late incidents of pvl in the aortic position, 12 in the mitral, and 4 double valve cases [chambers 2013]. In a USA multicenter study with 142 aortic and 142 mitral cases followed for a mean of 4.5 years, only one case of late pvl (in the aortic position) was observed and it was repaired on re-operation [(B)(6) 2006]. Pvl can result from three primary conditions: necrosed annular tissue, most commonly due to endocarditis, dehiscence of the sewing cuff (that is, the stitching was compromised), or improperly seated at surgery. Incorrectly interpreting the washing jets on echo can also be a finding, but this is a center with extensive on-x experience and that would be unlikely. Without examination of this particular valve or reference to the echocardiography, it is difficult to ascertain the origin of this particular pvl. The root cause for the reported events is unknown; however, the highest probability causative factor is decreased viability of annulus tissue to properly anchor prosthesis, most commonly due to effects of endocarditis. Other possibilities include dehisced sewing cuff, improperly seated at original surgery, and misinterpretation of washing jets on echo.

Event description:
According to explant notification memo and implant recovery card, a patient was implanted with an ascending aortic prosthesis (onxaap-23, (B)(4) on (B)(6) 2015 which was explanted on (B)(6) 2016 and replaced with an onxaap-25. Based on a conversation with a representative at the surgeon's office regarding reason for explant, the following is noted: "the patient was admitted by another surgeon because of concern of an infected aortic valve dacron graft. The patient was found to have a dilated aortic root and a hemiarch replacement of the aortic root was done. It was necessary to remove the on-x valve in order to do this. The valve was disposed of at the hospital."